Event description:
Pt experienced clicking 3 mos prior to revision surgery. Revision surgery found a portion of the liner broken off at the junction between the rotary prongs and the opening for the femoral head.